Event description:
Look alike packaging that can lead to error; the asahi sion 180 cm and the asahi sion blue 180 cm j packaging look identical when picking supplies. This could lead to the use of an undesired ptca wire and potential less than ideal pt outcome. Issues like this have been recognized and addressed in the pharmaceutical field for many years.